Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had a replace now battery . The customer¿s blood glucose level was 301 mg/dl. The customer stated that they had issues with the pump was malfunctioning and wouldn't hold battery. It was reported that the battery was died in the middle and had replace battery now alarm. It was reported that the second occurrence of replace battery now without a low battery warning. The customer advised the pump will need to be replaced. The customer advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. It passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump trace download analysis confirmed the pump alarmed replace battery now alarm, power error 25 and low battery alert. The power management tool confirmed replace battery now alarm, power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The device was received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.